Event description:
It was reported that there was a malfunction resulting in system shutdown during a case. The patient was switched to manual ventilation, unit restarted, and case resumed. There was no patient injury.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer declined ge service. No repair information available. Legal manufacturer: (B)(4).